Event description:
Vague report of the infusion pump underinfusing 3 to 4 cc per hour. The infusion rate was not reported. The infusion pump was on a pt, however, no pt injury resulted. No addl specific clinical info was reported.